Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h11l19045 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the minicap transfer set was damaged. The nurse stated that the twist sleeve (white connector) of the transfer set located between the tubing of the transfer set and the main body (light blue) was loose or broken and could not lock. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).